Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they fell backwards off a step and landed on the metal arms of a bench yesterday. They hit between the ins and their tailbone. They did not feel stimulation, so they increased by 0.1 volts, and felt stimulation in the bicycle seat area. They called their clinic yesterday and were waiting for a call back. They were redirected to follow up with their healthcare provider to have their device checked.